Manufacturer narrative:
(B)(4). Batch # r93f59. Investigation summary: the device was returned with no apparent damage. The device was connected to a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. The device was disassembled to inspect the internal components and no anomalies were found, related to the reported event. However, when the device was disassembled and it was found that there was a cracked internal component; the y-link. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during an open gastrectomy and splenectomy, after the first sixty minutes of use with the harmonic hdi instrument, the generator powered to power level 1 but wouldn't turn back up to power level 5, the up button would not illuminate. It was not reported how the procedure was completed. There were no patient consequences reported.